Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned for service with an allegation of "burning pipe". There was no patient harm or injury reported. The device was evaluated by the manufacturer and the investigation does confirm the reported event. The product investigation laboratory (pil) found the heated tubing connector on the humidifier has a dark residue indicating a thermal event. There are no exposed electrical leads, no thermal deformation. The inspections of the dreamstation/humidifier found no other evidence of thermal damage or failure. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.